Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with power error alarms. Troubleshoot was reported to be conducted. It was reported that the customer was advised to update the pumps time and date, reset batteries, and monitor the device. It was reported that the customer had issues with high blood glucose levels. The customer's blood glucose level was reported to be 261mg/dl. The customer's most current level was reported to be 258mg/dl. Troubleshoot was reported to be conducted. It was reported that the customer was advised to change out their entire set and reservoir, and treat per their healthcare provider's instructions. It was reported that the customer would call back to conduct high pressure test. No further information provided.